Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Nozzle clogging was reported on the device (air/water flow issues from the air/water flow system) .the issue found during an unknown event. No harm was reported. No patient injury, no user injury was reported. Device evaluation found foreign object clogged inside the nozzle. This report is being submitted for device nozzle has foreign objects, nozzle found clogged (insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device nozzle was clogged with foreign objects . Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of "nozzle clogging" was confirmed. This condition attributed to be due to insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: stretched angle wires observed. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on a-rubber (adhesive connection) has a chip, has white-clouded area, has crack. Objective lens has a crack. Adhesive around objective lens noted peeled, has white-clouded area. Connecting tube has a scratch. Connecting tube has a buckling. Connecting tube has a wrinkle. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adheres to the endoscope- noted unknown. Staff noted "gauze fragments from cleaning, etc". As possible foreign object adhered on the device. No time lag between the end of clinical use and the start of pre-washing- noted ¿done properly¿. Supply water and air to the air/water nozzle is unknown. Problems with the accessories used for reprocessing- noted , yes (normal). Submerged the endoscope in cleaning solution- done properly. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle- noted unknown. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.